Manufacturer narrative:
The reported issue was confirmed . The root cause of the reported issue is due to a failed circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the device had no flow. Circulation pump was replaced. It was also reported that the arctic sun device had cooling malfunction. Mixing pump was replaced. After replacement, this device was evaluated for functionality. It passed all tests successfully. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had cooling malfunction and zero flow rate problem. Per work order update on (B)(6) 2023, they found circulation pump and mixing pump problem and were replaced. Per review of work order on (B)(6) 2023, no patient involvement. Symptoms were detected during the equipment inspection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had cooling malfunction and zero flow rate problem. Per work order update on 10mar2023, they found circulation pump and mixing pump problem and were replaced. Per review of work order on 11mar2023, no patient involvement. Symptoms were detected during the equipment inspection.